Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products.; associated mdrs# 1225714-2014-00141 and 1225714-2014-00142.

Event description:
Additional information received noted that the patient experienced an event that was sudden in nature and the patient expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney allege that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs # 1225714-2014-00141, -00142.